Manufacturer narrative:
This report is submitted on 4 august 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and was treated with oral antibiotics (date and duration not reported). The implanted device remains.